Manufacturer narrative:
The customer has had no further issues since the service visit.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for multiple tests on a cobas 6000 c (501) module. Based on the examples provided by the customer, erroneous results were identified for 3 patient samples that were not detectable to the user when tested for chol2 cholesterol gen.2 (chol2) and ise indirect na and k for gen.2. The erroneous results were not reported outside of the laboratory. Patient 1 initial chol2 result was 67 mg/dl. The repeat result was 158 mg/dl. Patient 2 initial na result was 111 mmol/l. The repeat result was 134 mmol/l. Patient 3 initial na result was 103 mmol/l. The repeat result was 141 mmol/l. The initial k result was 2.86 mmol/l. The repeat result was 4.19 mmol/l. The repeat results were believed to be correct. The customer noticed splashing around the cells from the rinse mechanism. Cells seem to be filled to the top. The nozzles of the rinse mechanism did not appear bent. The customer styletted them and they seemed to be ok. No adverse event occurred. The chol2 reagent lot number was 28696001 with an expiration date of 30-jun-2018. The na and k electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and found cells overflowing. There was a mechanical issue with the rinse tubing. The fse replaced the rinse tubing. The customer ran a 10 cup precision along with calibration and qc. All results were acceptable.